Manufacturer narrative:
This product is manufactured in (B)(4) and is not marketed in the u.s. (B)(4). Results - a product evaluation found that the lens was stuck in the cartridge of the device and the button of the device was not pushed. Conclusion - based on the complaint history and product evaluation, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated that the surgeon used a ks-3ai 17.0d preloaded injector. Prior to implantation, the lens became stuck in the cartridge of the injector. Lens was not implanted and there were no adverse events reported.